Event description:
The field service engineer in the us discovered issue with air in the syringe during preventive maintenance. The field service engineer serviced the instrument with replacement of the aspiration and dispense check valve while the tubing was repaired. Preventative maintenance was successfully done, and the instrument is fully operational, within specification and ready for the user. No patient tissue was used. No harm or misdiagnosis was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information: patient information has not been provided by the user.